Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl; cause was not known. Reportedly, the customer delivered a manual insulin injection to address bg. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.